Event description:
Reporting of adverse reactions to the product amo complete moisture plus contact solutions. I have tried calling the listed number to report with no success in contacting. My eyes were red, irritated, and discharge. People thought, I had pink eye. I stopped wearing contacts and wore my glasses. I started using vigamox with some improvement. Then I was watching the news only to see the recall of the amo complete contact solution. I immediately went to vision ctr for an eye check along with my contact solution I was dx: with ak from the reaction of the solution. As I started putting everything together, I would also report that I kept looking at my contact case and wondered why it looked so eaten up. And then I had to replace one of my contacts because it was torn and I did nothing to tear it...I never tear my contacts and my contact case has never looked like that. So besides the eye infection that became of using this solution, my contact case was all eaten up and my contacts were tearing. In all the years that I have worn contacts x 25 I have never experienced such a thing. My question is how do I get reimbursed for the tears of my contacts and replacing them, the contact case eaten up and the eye drs appointment to dx and treat along with replacing my contact solution? Dose or amount: small bottle. Frequency: daily. Route: ophthalmic. Dates of use: approx two months in 2007. Diagnosis or reason for use: acanthamoeba keratitis.